Event description:
Caller reported a cgm error, specifically error 42 related to the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. After the reset, the pump did not display the error again, and the caller successfully began their sensor session.